Manufacturer narrative:
An event regarding revision due stem loosening involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as device evaluation, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient underwent left total hip replacement (B)(6) 2016. Patient was noted to have a failed left hip arthroplasty secondary to painful femoral component and spot welding with loosening. Patient underwent left total hip arthroplasty revision with both components (B)(6) 2018.